Event description:
It was reported that prior to the implant of a transcatheter aortic valve, there was difficulty flushing the delivery catheter system (dcs) wire lumen while pressure was applied to the flush syringe, although the system did flush. When the dcs was then handed to the implanting physician, the guidewire could not be advanced through the wire lumen and would not exit the dcs. Several different guidewires were tried to exclude an issue with the guidewire, and it was confirmed that the issue was with the wire lumen of the dcs. Subsequently, a new dcs and valve were prepared and used, and the procedure continued as normal. A delay of approximately 10 minutes was reported while the replacement system was prepared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-26; product serial number: (B)(4); product type: 0195-heart valves; implant date: na; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: 0013426738; product type: 0195-heart valves; implant date: not-implantable; explant date: na a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.